Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up with complaints of white drainage coming from the incision site of his implantable cardiac monitor. It was noted that the patient developed an infection and there was redness at the incision area. The patient was treated with two rounds of antibiotics but the incision site remained red. On (B)(6) 2019, the implantable cardiac monitor was removed. The patient was reported to be in stable condition.

Manufacturer narrative:
Additional information: d10, h3, h6 method, result, conclusion codesthe device was tested on the bench and no anomalies were found.